Event description:
It was reported to boston scientific during the endoscopic retrograde cholangiopancreatography procedure (ercp) of the common bile duct; the hydrotome was "not bowing enough". The physician made two additional attempts with two other similar devices and experienced the same issue. The procedure was able to be completed with the use of another similar device. No pt complications were reported as a result of this issue and the pt was reported as "fine" following the procedure. This report is being filed for one of three devices that did not bow correctly, refer to MFR# 3005099803-2008-05495 and 3005099803-2008-05496 for the report on the other devices.